Manufacturer narrative:
(B)(4).an investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). No returns were available for this investigation. Testing of retained reagent kits stored at abbott laboratories of axsym hbsag confirmatory, list number 7a40-60, lot number 93258hn00, in combination with axsym hbsag (v2) reagent, list number 7a40-22, lot number 94455lf00, met package insert claims; index calibrator and (B)(6) control showed values within typical range. Additional replicates of high-titer axsym hbsag ad and ay confirmatory panels have been tested instead of the unavailable patient sample and showed the expected confirmed (B)(6) result. The specific reason why the customer observed a non-confirming result for an hbsag (B)(6) sample could not be determined, but as part of our investigation we have reviewed the complaint and manufacturing records for lot number 93258hn00. This review did not identify any problems relating to the customer's observation. The customer was referred to the limitations of the procedure section of the package insert for additional information. Based on our investigation, we have determined that axsym hbsag confirmatory, list number 7a40-60, lot number 93258hn00, identified in the customer's complaint, is performing acceptably.

Manufacturer narrative:
(B)(4). Concomitant medical products continued: axsym hbsag reagent list # 7a40-22 lot # 95680lf00. This report is being filed on an international product, list number 7a40-60, axsym hbsag confirmatory, that has a similar product distributed in the us, list number 9b01-60, axsym hbsag confirmatory. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated a patient with chronic lymphatic leukemia generated a (B)(6) result of approximately (B)(6) on the axsym hbsag assay and exhibits (B)(6). The customer suspected that the patient has (B)(6) and plans to sequence the sample. No impact to patient management was reported.